Event description:
It was reported that the right atrial (ra) lead had intermittent noise shown on episodes from interrogated electrocardiograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.